Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level; the battery performed per specification and did not register a yellow status led when connected to a battery charger. No failure detected, the reported event could not be duplicated at the bench level. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their battery suddenly lost connection to the controller. The patient disconnected and reconnected the battery to the controller without success. The patient tried charging the battery over night, but the charging process could not be completed because the status light remained yellow. The battery was exchanged with no reported patient consequences. No further information was provided.